Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 after the use of the product and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same patient involving two separate products; associated MDR #s 1225714-2013-02928, 1225714-2013-02929, 1225714-2013-02930.